Manufacturer narrative:
Device repairs for implementation of field change order (B) (4).

Event description:
The customer reported that the surveillance was rebooting during adt events. There was no patient incident.